Event description:
It is reported the blue connector separated from the soft tubing upon opening the pump channel to dispose of the used tubing.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.